Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. No additional info has been received to date despite attempts. The results of the investigation are inconclusive. It is unk whether pt or procedural factors contributed to this event. The info for use for this device states: potential complications. Possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that during a work up for chest pain, it was discovered that the ivc filter arms had perforated the ivc wall. The filter was implanted about 2 years ago, exact date unk. The physician is currently considering whether to retrieve the filter.